Event description:
Ruptured right implant. A 44 yr old white g2p2 female status post bilateral subglandular inframammary dow corning gels on 12/2/77 for augmentation. She developed contractures which responded to closed capsulotomy times 3 on 10/19/82. She had replacement of the left for loss of volume and rupture was found. She noticed "set" decrease in size on right and was diagnosed with systemic lupus erythematosis in 1989. Pt had life threatening pulmonary complications requiring steroids; still on. Healthy ex-smoker.mammogram within normal limits. Exam positive for right grade IV contracture, left grade ii. Surgery 1/19/93 positive right rupture, liquid and cloudy.